Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples processed using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Precision testing performed approximately a month prior to the events indicated that the vitros eciq immunodiagnostic system was operating as expected. However, in the absence of more recent testing, unexpected instrument performance cannot be entirely ruled out as contributing to the events. No information was provided to evaluate vitros troponin I es performance and therefore a reagent issue cannot be ruled out as a contributing factor to this event. Pre¿analytical sample processing could not be ruled out as a contributing factor, as the investigation could not determine if the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from two patient samples (patient 1= 0.074 ng/ml vs. Expected <0.012 ng/ml; patient 2= 0.358 versus expected <0.025 ng/ml) using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I es results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).